Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported pain and that patient had recently been feeling a shocking sensation that traveled up their tailbone. Patient stated that they've felt the sensation prior to implant and was not sure if symptom was due to their ms or the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pain and shocking at the insertion site was cellulitis. To resolve the issues, the patient was given 1,000 mg of ceftriaxone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.